Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post procedure, on (B)(6) 2025, the catheter reportedly fractured during a replacement attempt. The current status of the patient was unknown.